Event description:
It was reported that during events of atrial arrhythmia of this patient, intermittent oversensing was noted. Programming changes, at the time of the event were not requested. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.